Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The drive support disk was inspected and there was no anomaly. The care link pro shows no data lost from (B)(6) 2013. However, care link pro does show test data and there was no memory anomaly. The insulin pump was received with cracked display window corners and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call low blood glucose, high blood glucose and cosmetic damage. Customer's blood glucose level went as low as 27 mg/dl and as high as 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via insulin pump. Troubleshooting for cosmetic damage was performed. Customer's wife advised the glass near the reservoir compartment had a crack going all the way across. Customer advised there was a crack on the insulin pump as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.